Manufacturer narrative:
The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Evaluation of complaint data identified normal complaint activity. A review of labeling concluded that the issue is sufficiently addressed. Device history record review did not identify any issues associated with lot 21538be00 and the complaint issue. Returned sample ID (B)(6) was tested in-house with inno-lia hcv score and mikrogen recomline hcv igg blots. Per the package insert, the inno-lia hcv score obtained a negative result. Per the mikrogen recomline hcv igg package insert, a 2+ result was obtained for the core 1 antigen band, final interpretation is borderline. The external laboratory testing resulted negative per the roche elecsys anti-hcv ii package insert. The nonreactive result with alinity s anti-hcv ii, the repeat reactive results with architect anti-hcv, the nonreactive result with roche elecsys anti-hcv ii, the borderline mikrogen blot result, the negative inno-lia blot result and the negative nat result obtained, indicate the hcv status of the sample is not a false negative and the sample does not contain hcv specific antibodies. Therefore, the final interpretation is negative based upon these results. To evaluate clinical sensitivity, 10 replicates of anti-hcv ii positive control were tested. The replicates of the positive control met specifications. No false non-reactive results were obtained. Further two core specific seroconversion panels were tested. Alinity s anti-hcv ii reagent, list number 4w56-55, lot 21538be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv ii. Based on this investigation, alinity s anti-hcv ii reagent, list number (ln) 4w56-55, lot number 21538be00 is performing as expected. The device met performance specifications and performed as intended at the customer site as it was concluded that this sample does not contain hcv specific antibodies. A systemic issue and/or product deficiency was not identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: sid (B)(6). This report is being filed on an international product, list number 04w56-55 that has a similar product distributed in the us, list number 06p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity s anti-hcv ii results on one patient that also tested indeterminate and reactive by other methods. On (B)(6) 2021, sid (B)(6) was retested on the alinity s instrument and the alinity s anti-hcv ii result was 0.07 s/co (nonreactive); the sample was initially tested on the architect and the architect anti-hcv results were 10.8 / 10.5 / 10.4 s/co (repeatedly reactive); the sample was also tested with other methods: nat negative; mikrogen - c1 = 4+ (indeterminate); liaison = 3.5 / 4.1 s/co (reactive). No impact to patient management was reported.